Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular lead was observed. The oversensing was noted on a real-time egm. Programming changes were made. The patients condition is good.